Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock impedance measurements. Upon review, gradually climbed on the measurements were observed. Rv lead revision was recommended. Currently, this rv lead remains in survive and no adverse patient effects were reported.